Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported waking up at 2:00 am and could barely move. Patient thought he was having a stroke. Patient crawled to the refrigerator, took a (B)(6) beverage, and drank it. Patient started to feel better. As a precaution, patient had a neighbor drive him to the emergency room (ER). Patient reported that he was in the ER for three (3) days, and had both magnetic resonance imaging (MRI) and ultrasound exams performed. Patient was not given any medication. Patient was released from hospital on (B)(6) 2016. Patient was unsure if the continuous glucose monitor (cgm) gave an alert. Patient reported that at the time of event, the cgm alert mode was set to vibrate only. Patient stated that he may have slept though the alert, but was unsure. At the time of contact, patient is doing well. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.